Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
Pre-operative diagnosis for this procedure: stenosis it was reported that intra-op, the washer broke off the crosslink. They kept the crosslink in the patient and discarded the washer. The implant came in contact with the patient. The implant broke. Washer broke but crosslink remains in patient. No patient complications were reported. No additional surgery was performed as a result of this event.